Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics for urinary tract infection. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted about essure removal-in previous version the intervention is marked but in this follow up there is no mention of removal date or any surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet was received events added from pfs- urinary tract infection, dysmenorrhea (cramping). Reporter information, concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, bipolar disorder, multigravida, parity 3, miscarriage, diarrhea, urinary tract infection, appetite lost, chest pain and irregular menstruation. Previously administered products included for an unreported indication: iud and lamictal. Past adverse reactions to the above products included pelvic pain with iud. Concurrent conditions included pain, urinary tract infection, ureteral calculus and hydronephrosis. Concomitant products included antibiotics for urinary tract infection as well as medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy-full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, headache, migraine, pelvic pain, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted about essure removal-in previous version the intervention is marked but in this follow up there is no mention of removal date or any surgery. Date of insertion was reported as (B)(6) 2014. She received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), bladder problems and urinary problems. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events added: abdominal pain, psych injury, bladder problems, urinary problems, migraine and headaches. Essure explant date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.